Manufacturer narrative:
The customer was sent a replacement pump. As of the date of this report, the original device has not been received. On (B)(6) 2016, the customer email a medela clinician. She stated that she had three occurrences of mastitis since she started pumping. The first occurrence of mastitis while using a medela pump was in (B)(6) 2016, she was prescribed cephalexin. In (B)(6) 2016 she was prescribed dicloxacillin. She stated she has fully recovered and is no longer experiencing symptoms of mastitis. It cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. Reported issues of mastitis are under investigation in (B)(4). Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2016, the customer reported to a medela customer service representative that she had mastitis 3 times in the last few months, and that she was prescribed oral antibiotics by her physician to treat the mastitis.